Event description:
Reporter states, customer reportedly received results of 438 mg/dl and 200 mg/dl within 10 minutes on the advantage system. No actions taken based on device results. No adverse event related to the device reported. Requested return of suspect device and replacement was sent.